Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. The reporter stated that keypad was torn/punctured and that the audio bolus button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03//23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2015 with the following findings: the audio bolus button was found to be is torn/damaged and was unresponsive to testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.